Event description:
The customer reported that they were experiencing high blood glucose levels since the day prior to the phone call. The customer stated that they changed the infusion set and since then have been having high blood glucose levels. The customer's blood glucose was 406 mg/dl, which was treated with manual injection. The customer stated that the infusion set was inserted in their arm, up top. The customer declined troubleshooting because they were not feeling okay. The y stated that they would change the site of the infusion set insertion. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.